Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on and could not be calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would not power up, however, analysis was able to confirm that the overlay was broken and the stylus pen would not work with a broken overlay. It was noted that the nylon standoff was broken, lower case was cracked, system fan was noisy, and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests.